Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, balloon removal difficulty occurred. The lesion being treated was located in the severely bent diagonal artery (dx). The 2.5x20 mm taxus express2 drug eluting stent was fully deployed at 9 atms. The stent balloon deflated, but balloon would not come ouf of the stent. The physician attempted to "wiggle and jiggle" the balloon, inflated the balloon up 1 atm and down. After ten mins of "wiggle and jiggles", the balloon was able to be removed. The stent remained in good position. Pt was fine during this event. No pt complications were reported. Pt status reported as "ok".